Event description:
On 06/23/2025 overture was notified by a sales representative, that a patient required revision due to tibial implant loosening. On (B)(6) 2025 the overture implant was removed and replaced with a unicompartmental knee arthroplasty device. The overture implant was implanted on (B)(6) 2025.